Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose the customer's blood glucose was over 300 mg/dl. Customer was treating their blood glucose with a manual injection. It was also reported the customer received a blank display. Customer did not use the insulin pump for two or three months. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. The customer also reported several hospitalization events that were not diabetes or insulin pump related. The customer will be sent a replacement battery cap. Customer declined to return the product for analysis.